Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported event.

Event description:
It was reported the patient's blood glucose level rose to 382 mg/dl while wearing the pod for an unknown duration of use. After swimming, the pod reportedly was coming loose from the infusion site on the skin, causing the cannula to dislodge. As treatment, a new pod was applied.